Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the patient experienced a perforation of the right ventricle. The implant procedure was completed and the patient was hospitalized in the intensive care unit. Surgical intervention was required to remove the blood present in the pericardium.

Manufacturer narrative:
Available information indicates the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.